Event description:
The sensor was placed without any issue. When the sensor was released from the delivery system if fell down into the iliac artery aneurysm. The sensor was placed back into the aortic aneurysm sac, but each time it fell down to the iliac. After some time, the sensor was removed from the pt without issue.